Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer unlocked the pump screen, a cartridge alarm declared. The customer reported that the cartridge was removed from the cartridge intentionally. Tandem technical support advised the customer that the alarm was "most likely" a cartridge alarm 25. Although requested, no additional information was provided regarding the reported issue. There was no information provided regarding the customer's blood glucose level.